Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported part number info for a pad cable. There was no allegation of a product malfunction; however, a product malfunction may be indicated by the request. There was no reported pt involvement.